Event description:
The acuson sc2000 system shut down by itself during a transesophageal echocardiogram (tee) exam with a sedated patient and would not boot back up. It is unknown how long the patient was sedated for or if the exam had to be repeated. There was no patient injury. The system was repaired by replacing the power supply module (psm). No further information is available. This MDR is being submitted following a retrospective review.

Manufacturer narrative:
The power supply module revision 3 (psm3) s/n (B)(6) was returned for analysis. Investigation results confirmed a fuse f103 malfunctioned and was replaced. The unit passed all tests and hi-pot. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).